Event description:
A hospital reported receiving inaccurately low readings from their precision xceed pro blood glucose meter compared to a laboratory reading. Customer received readings of 455 mg/dl on their adc blood glucose meter compared to a laboratory reading of 714 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "out of range" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the date of manufacture of the device is unknown.

Manufacturer narrative:
The reported meter was investigated. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.